Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, and mesh were implanted; and on (B)(6) 2005, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior/posterior colporrhaphy with placement of perigee graft, vault suspension, enterocele repair, cystoscopy due to pop, sui , cystocele, rectocele, enterocele, and weakened pubocervical fascia. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent partial mesh removals on (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, and (B)(6) 2012 had partial removal and hysterectomy. No new/additional information was provided.